Manufacturer narrative:
(B)(4). The patient line was not properly primed prior to connection for therapy because the patient line clamp was closed during the prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and connected to the patient line before it was completely primed. The patient explained that they connected and started the initial drain, but then they realized that the patient line was clamped during the prime. The patient disconnected and capped the lines and wanted assistance to re-prime. The technical service representative explained that they could not re-prime at this point. The patient was going to set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.